Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns pt was to undergo generator and lead revision for an unknown reason. Follow up with the surgeon revealed that there was a problem with the device, but no specifics were available. The pt underwent the generator and lead revision in 2007. The facility that returned the devices indicated that the devices were explanted due to lack of efficacy. The implant and warranty registration card indicated that the reason for removal was that the devices were "non-functioning". Good faith attempts for add'l info and to clarify info have been unsuccessful to date.